Event description:
Procedure: spinal fusion. According to the reporter: the patient was undergoing an anterior lumbar interbody fusion l4/5, l5/si; ivc filter and posterior spinal fusion l4-si. During the procedure, the device cut the vessel. Due to this, the anterior portion of the procedure was postponed. No additional information is available from the account.

Manufacturer narrative:
(B)(4).